Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On (B)(6) 2024, the patient received a cgm reading of 43 mgdl, no bg meter reading was taken at this time. The patient was asymptomatic and the patient's husband provided her with juice and then went to the emergency room (ER). At the ER, the patient¿s bg meter reading was 230 mgdl and the cgm was still reading 43 mgdl. The patient was treated with 3 bags of unspecified intravenous (IV) fluids and was discharged home after 5 days. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was initially not a complete set of reported glucose values available to search within the parkes error grid calculator. However a second set of reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. The patient was in good condition at the time of report. No additional patient or event information is available.